Event description:
It was reported to medtronic minimed that the customer observed there is fluid inside the reservoir before use. The customer reported no adverse event. The event involved product(s) mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. Valuated 1 open/used reservoir. The customer's complaint cannot be confirmed, as the product with its original packaging was not returned because it was open/used. However, a visual inspection test was performed using appendix d, found fluid mentioned by the customer maybe is the silicone applied during manufacturing. By dop114-811doc. Conclusion: the customer's complaint cannot be confirmed, as the product with its original packaging was not returned because it was open/used. Visual inspection found fluid mentioned by the customer maybe is the silicone applied during manufacturing. Evaluated 1 open/used reservoir. The customer's complaint cannot be confirmed, as the product with its original packaging was not returned because it was open/used. However, a visual inspection test was performed using appendix d, found no excessive fluid in the reservoir. By dop114-811doc. Conclusion: the customer's complaint cannot be confirmed, as the product with its original packaging was not returned because it was open/used. Visual inspection found no excessive fluid in the reservoir. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.